Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, images could not obtained due to damage to the imaging unit, no image displayed due to abrasion of the electrical contact of the video connector, scratches found on the video connector, scratches found on the grip, scratches on the angle lever, scratches found on the up/down plate, scratches found on the right/left plate, wrinkles observed in the video cable, scratches found on the light guide connector, light guide connector had stains that was difficult to remove, display of the light guide connector incorrect, scratches on the light guide cover glass surface, and scratches on the up/down angle fixing lever (sp). The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for a visera laparo-thoraco videoscope, exhibiting no image. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation a specific root cause could not be identified. However it is probable that the loss of image was caused by the failure of the image sensor unit, or the failure of the internal circuit board of video connector or the system caused the event. Olympus will continue to monitor field performance for this device.